Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's main board and power cable. Unit was calibrated and safety tested to factory.

Event description:
Customer reported loss of display on the passport v monitor, which may have affected patient monitoring. No patient injury was reported.